Manufacturer narrative:
No investigation could be performed as no device was returned. Review of the mfg records for this lot revealed no complaint related anomalies. This lot met all dimensional and visual criteria at time of MFR and release. A review of the raw material records also revealed no anomalies.

Event description:
A 4.5mm lcp proximal femur plate, right, was noted as broken and was removed. Plate was implanted for an unk right hip injury sustained when pt slipped and fell on the roof of a medical building being re-roofed.